Event description:
During the procedure the surgeon was using the vessel sealer and for some reason the device won't work. Tried to check all the connections, turned off and on and still won't work. Had to open another vessel sealer hand piece and it worked. Defective hand piece separated and labeled defective and brought to front desk. Charge nurse aware. Pt was fine and the procedure finished without any other issue. FDA safety report ID# (B)(4).